Event description:
It was reported that prior to an unspecified procedure, a stent dislodgement occurred. During unpacking, the physician noted that the sentinol 7mm x 39mm x 750mm stent had come off of the stent delivery device. The stent was not used on the patient. Another of the same device was used to complete the procedure.